Manufacturer narrative:
A partial lead was returned for analysis in two pieces. Impedance was unable to be measured due to the condition of the lead as it was received. The damage found was sustained during surgical procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise that was oversensed and resulted in automatic mode switch episodes. The lead was removed and replaced during a routine pulse generator exchange. During this procedure, the left ventricular lead was found to exhibit low impedance and loss of capture. The left ventricular lead was also removed and replaced. The patient suffered no further adverse consequences and was discharged post-procedure.